Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. The patient contacted dexcom regarding issues with pairing her device and provided details about a previous inaccuracy event that occurred in february 2025. Specifically, on approximately on (B)(6) 2025, the patient experienced an illness and fell, resulting in loss of consciousness and a head injury. No symptoms were specified for the period leading up to the fall. At the time of the incident, the cgm indicated a value of 84 mg/dl, which was noted as "in range." However, no blood glucose finger stick (bg fs) value was specified. The patient's child called emergency medical services (ems), but treatment details provided by the family prior to the paramedics' arrival were not disclosed. Upon arrival, the paramedics recorded a bg fingerstick value of 200 mg/dl, while the cgm value remained at 84 mg/dl. The patient was then transported to the hospital, though the duration of her decreased level of consciousness was not specified. She was admitted to the intensive care unit (ICU) for treatment of her head injury, norovirus, influenza, and pneumonia. The patient did not recall any medications she received during her hospital stay. Although specific treatment details were not provided, she received four stitches for her head injury. After her condition improved, she was discharged from the hospital. No further information was provided regarding the event, and there was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the fall. The reported glucose values fall within the c zone of the parkes error grid when paramedic checked. No additional patient or event information is available.